Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion area was located in a moderately tortuous and moderately calcified superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilatation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed with the usual method. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.